Event description:
The customer reported the system displayed a communication error and locked up.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and the system interface board, and reloaded software. The system operates as intended.